Event description:
Device malfunction: none. Symptoms /ae: kinking of the vessel requiring placement of second stent. Time of ae: during the procedure. It was reported that during a right internal carotid artery stenting procedure, a second stent was placed to correct a kinking of the vessel which resulted after the first stent was placed. Per the physician, the vessel was mildly tortuous, but it was the stiffness of the stent that led to the kinking. The kinking did not cause an occlusion, however, the physician felt a second stent was required to straighten the vessel. One day post procedure, the pt was discharged to home. There were no adverse pt sequelae reported.

Manufacturer narrative:
Study event. The stent remains in the pt. There does not appear to be a device quality issue. The acculink instructions for use suggests that implanting a stent may lead to acute closure of the vessel, requiring additional intervention. The user appropriately placed a second stent to straighten the vessel. The lot number was provided. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this complaint. (Kinking of the vessel); (stiffness of the stent).